Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and the teflon pad was inspected and found severely worn, melted with charred stains and lifted up from mid section exposing metal. There were also a char marks observed on the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. In addition, as part of investigation there were multiple attempts made to gather more detailed information regarding the incident with no response received. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus received a medwatch report ((B)(4)) from the user facility, which stated that," white plastic piece of thunderbeat broke when in use." There was no patient injury reported.